Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise. There was also an inappropriate shock due to atrial fibrillation. The sensing vector was set to the primary sensing vector. Technical services reviewed the electrograms and communicated the findings to the local representative. There were no additional adverse patient effects. The system remains implanted.